Manufacturer narrative:
Evaluation completed. One opened bl5423wv pack from lot v6689 was returned. The expiration date on the label is 2017-09. The tip protector was not returned. The needle was bent. The port window was in the opened position. There was fluid in the lines. The back cap was aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected and no defects were found. The extension handle was attached to the back of the cutter. A functional test cannot be performed due to the severity of the bend in the needle. The cause of the bent needle cannot be determined. It should be noted that a bent needle could contribute to poor cutting performance due to binding between the inner and out needles. The sterilization and lot history records were reviewed and found to be acceptable.

Event description:
The user facility reported the cutter stop cutting. No patient injury. Used another cutter with no issues. Additional information: aspiration continued.